Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient peritonitis and was hospitalized for the event. The cause was not reported. Patient treatment, outcome and the action taken with pd therapy were not reported. No additional information is available.